Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. In the evening the patient received a blood glucose result of 429 mg/dl on an unknown system. Later that evening, at an unknown time, the patient received a blood glucose result of "hi" mg/dl. The patient experienced elevated blood glucose symptoms and "felt very bad". The patient was transported to the hospital. At the hospital the patient received a blood glucose result of 1500 mg/dl and was diagnosed with ketoacidosis. The hospital treated the patient with antibiotics and other unknown medicine. It is unknown how long the patient was hospitalized. The patient's current condition is stable. The infusion device was requested to be returned for product evaluation.